Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A visual inspection was performed and found that the sensor wire was missing from return. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. A probable cause could not be determined.